Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after the dental implant was installed in intraoral region #14 ,and 10 days after implant was receiving load, it was verified its loss of osseointegration . 32 ncm of primary stability was achieved patient presented bone type iii.